Manufacturer narrative:
The device has not been returned for evaluation. Damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only. The instrument had been in use for over four years.

Event description:
Allegedly, as per MDR #mw5080178 received from the FDA, during a laparoscopic appendectomy procedure a piece of the bowel grasper broke off inside the patient. The broken piece was retrieved.